Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric, the surgeon test the staple line with methylene blue and identified that the stapling was not effective. The staple line was incomplete and had a poor formation. The surgeon did a manual suture in the upper region. After five days, the patient was hospitalized for a re-operation and it was verified that the clip ruptured at the bottom of anastomosis. The patient extended hospitalization.